Manufacturer narrative:
(B)(4). The er320 (a) was received with the floor bent. It was cycled and ejected the remaining clips due the condition of the floor and then, it locked as intended. However, it could not be determined what may have caused the found condition. No incident related to the reported event was observed during the batch record review. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No incident related to the reported event was observed during the batch record review. (B)(4).

Event description:
It was reported that during an unknown procedure. The device would not fire any clips when the firing trigger was pulled. Another device was pulled and the same thing occurred. Unknown how the case was complete. There was no patient consequence.